Event description:
Pt was incubated with an an10.11 and the tube started to leak around the molded plastic connector. The tube was removed. Another tube from the same lot was incubated and the same problem occurred and that tube was also removed. No harm was caused to the pt.

Manufacturer narrative:
All tubes mfg in this lot (290208) were 100% inspected for leak testing. It is unk why the two tubes leaked and the results could not be duplicated.